Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-00503 and 1627487-2023-00504. It was reported the patient experienced pain located at the ipg site. Surgical intervention occurred and the ipg was moved to address the issue. Both leads were explanted and replaced to address the issue of lead migration.